Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 28-sep-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No complications were noted and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent strut rows 1 to 15 from the distal end of the stent appeared undamaged. The remainder of the stent was damaged with stent struts pulled in a proximal direction extending approximately 5 mm over the proximal end of the proximal markerband. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.